Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that one week after the groshong catheter was left in place, the clear extension tube bulged and could not be used further. No other information was provided.

Event description:
It was reported that one week after the groshong catheter was left in place, the clear extension tube bulged and could not be used further. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter aneurism is confirmed; however, the exact cause is unknown. One video of a groshong nxt was returned for evaluation. An initial visual observation of the video showed the catheter being infused with a clear liquid. The extension tubing bulged approximately one centimeter from the lure hub joint. The catheter was then aspirated and blood was drawn up. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.